Manufacturer narrative:
The trial 9734658 clydesdale 10x55mm (lot# 171206) was returned for analysis. Analysis found that the returned instrument had a rolled over edge on the bottom edge of the knob at the back end. The damage appeared to be impact related and would cause fit issues with the mating part. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number and unique identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the instrument was deformed. The site was able to complete the procedure without delay and with no impact on patient outcome.